Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, 6 episodes among the stored episodes were recorded on (B)(6) 2011 between 15:56 and 16:32 (tilted vt whether fast or slow vt). These non physiological episodes showed lack of spontaneous detection on both atrial and ventricular channels with low amplitude artefacts on the ventricular channel vt zone. An explanation is requested.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.